Manufacturer narrative:
In regard to this complaint, a picture was provided for review. Review of the picture confirmed the reported issue. Unfortunately, the complaint cannot be further investigated as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (vf-vfi-pressure-low*). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during surgery, there was an oil injection problem in our eva machine. The filter of this machine is broken, as can be seen in the picture. A new filter for this machine is needed to fix this problem. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation.in case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during surgery, there was an oil injection problem in our eva machine. The filter of this machine is broken, as can be seen in the picture. A new filter for this machine is needed to fix this problem. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.